Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a generator replacement procedure. During the procedure, it was noted that the atrial set screw on the header of the implantable cardioverter defibrillator was unable to be removed. The physician elected to drill the set screw, resulting in header and lead damage. The patient was implanted with a single chamber device instead. The patient was stable.